Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6)2025, the user reported that during a factory reset, the device would not accept the ¿yes¿ confirmation on the press-and-hold phase. Attempts to resolve the issue using the wake button and charger did not correct the problem. The screen remained usable, but a replacement was arranged. Blood glucose was not affected, and no symptoms or medical intervention were reported.